Event description:
On an unknown date, a 25mm sjm mechanical heart valve was implanted. On (B)(6) 2018, the device was explanted. Additional information pending.

Manufacturer narrative:
An event of valve explant was reported. Gross morphological and histopathological examination revealed that both leaflets had fractured and one of the two leaflets had dislodged from the orifice. The fractured and dislodged leaflet was not returned in its entirety. There was no evidence of material defect in the carbon coating that may have caused or contributed to the fractured leaflets. Rather, the damage may have been caused by some external force applied to the valve which overstressed the carbon material. The sewing cuff contained pannus, which did not impinge on the mechanical components. The timing of the damage and the cause of the event remains unknown.

Event description:
On (B)(6) 1992, a 25mm sjm mechanical heart valve was implanted. On (B)(6) 2018, the 26 year old valve was explanted and replaced with a non-sjm valve. All efforts were attempted to gain additional information and nothing was provided.